Event description:
While placing a pleural drain, the guide wire became tangled and knotted, as the guide wire was being pulled out of the patient, it unraveled, and a portion dislodged into the pleural space. The patient was stable thoughout and following the procedure, however, there is a small fragment of wire retained in the pleural space. Attempts were made to retrieve the wire fragment, without success. A new pleural drain was placed to drain the patient's pleural effusion and the patient left in stable condition.